Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed with no delivery. The patient's blood glucose at the time of incident was 473 mg/dl. The patient treated her hyperglycemia with an 11-unit manual insulin injection. Troubleshooting was initiated for the no delivery alarm and the alarm was resolved through an infusion set change. Troubleshooting was declined for the hyperglycemia. No products were returned or replaced.